Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that patient experienced onset of symptomatic stroke requiring additional intervention. The approximately 50% stenosed target lesion was located in the moderately tortuous and moderately calcified internal carotid artery. A 10.0-31 carotid wallstent self-expanding and a 190cm filterwire ez were selected for use in the carotid artery stenting (cas) procedure. During the procedure, the stent was guided along the filterwire ez. After the stent was deployed to 80%, a constriction occurred, as though the system and guidewire had become stuck. The stent was fully deployed, but the constriction remained. Due to the constriction, there was severe resistance encountered between the delivery system and guidewire. The surgeon pulled the entire system, at which point the stent shifted several centimeters, but the constriction resolved. With force applied, the surgeon was able to remove the devices separately. As a result of the stent migration, an additional carotid wall 6x22 stent was implanted distally to complete the procedure. Following the procedure an onset of stroke was noted, and an emergency cas was performed. Further details regarding the stroke and patient status were not available.

Manufacturer narrative:
A2 - age at time of event: 18 years or older h6 - patient codes: updated.

Event description:
It was reported that the patient experienced onset of symptomatic stroke requiring additional intervention. The approximately 50% stenosed target lesion was located in the moderately tortuous and moderately calcified internal carotid artery. A 10.0-31 carotid wallstent self-expanding and a 190cm filterwire ez were selected for use in the carotid artery stenting (cas) procedure. During the procedure, the stent was guided along the filterwire ez. After the stent was deployed to 80%, a constriction occurred, as though the system and guidewire had become stuck. The stent was fully deployed, but the constriction remained. Due to the constriction, there was severe resistance encountered between the delivery system and guidewire. The surgeon pulled the entire system, at which point the stent shifted several centimeters, but the constriction resolved. With force applied, the surgeon was able to remove the devices separately. As a result of the stent migration, an additional carotid wall 6x22 stent was implanted distally to complete the procedure. Following the procedure an onset of stroke was noted, and an emergency cas was performed. Further details regarding the stroke and patient status were not available.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device technical analysis. The device was not returned as it remains implanted in the patient; therefore, product analysis could not be performed. Device history record (DHR) review. It was confirmed this device met manufacturing specifications prior to distribution and there were no. Manufacturing deviations that could have contributed to the reported event. Labeling review. Review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review. A review of the carotid wallstent was completed and confirmed that the event of delivery system: difficult to remove, stent: migration, stent: difficult to deploy were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion. Code of cause not established.

Event description:
It was reported that the patient experienced onset of symptomatic stroke requiring additional intervention. The approximately 50% stenosed target lesion was located in the moderately tortuous and moderately calcified internal carotid artery. A 10.0-31 carotid wallstent self-expanding and a 190cm filterwire ez were selected for use in the carotid artery stenting (cas) procedure. During the procedure, the stent was guided along the filterwire ez. After the stent was deployed to 80%, a constriction occurred, as though the system and guidewire had become stuck. The stent was fully deployed, but the constriction remained. Due to the constriction, there was severe resistance encountered between the delivery system and guidewire. The surgeon pulled the entire system, at which point the stent shifted several centimeters, but the constriction resolved. With force applied, the surgeon was able to remove the devices separately. As a result of the stent migration, an additional carotid wall 6x22 stent was implanted distally to complete the procedure. Following the procedure an onset of stroke was noted, and an emergency cas was performed. Further details regarding the stroke and patient status were not available.